Event description:
A renegade catheter was going to be used for therapeutic purpose. Before the procedure, while removing from the holder, the catheter fractured at the hub. The procedure was completed with another device.